Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-01. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used unit and one photo. Upon inspection of the received sample, it was identified that the extension set luer had a crack running along its length. The defect of component damage was confirmed. Attempts to recreate the observed defect by using excessive torque force were unsuccessful in the lab. It was noted the external forces such as sudden impact could potentially cause this type of damage. Although your reported issue was confirmed, bd was unable to determine a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: product leakage was found during use. The leakage is caused by the cracking of the screw part of the connection between the extension tube and the infusion connector.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: product leakage was found during use. The leakage is caused by the cracking of the screw part of the connection between the extension tube and the infusion connector.